Event description:
It was reported that oversensing of noise was observed on both the discrimination and v sense amp channels. The noise appeared to be related to emi that resulted in vf detection and atp delivery. The patient was okay after the event and will continue to be monitored via merlin.net.

Manufacturer narrative:
.